Event description:
It was observed that during the device inspection, the colonovideoscope exhibited an error e315 and a electrical continuity error occurred due to a water invasion in the scope connector. There were no reports of patient involvement.

Manufacturer narrative:
Correction b5. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was confirmed and likely occurred due to water or moisture may have intruded into the endoscope, and the moisture may have broken the image sensor unit or the circuit board in the endoscope connector. The root cause of the subject event was unable to be specified. The event can be prevented by following the instructions for use which state: it was confirmed that instructions for gif/cf/pcf-290 series opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope had an error e315. An electrical continuity error occurred due to a water invasion in the scope connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.